Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl that day, associated with inaccurate delivery. Reportedly, the patient remained on the pump and received unspecified treatment by a healthcare provider in the emergency room. During troubleshooting with customer technical support (cts), it was discovered that the basal history matched the active basal program settings but further information on the inaccurate delivery issue was unable to be provided. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.